Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -9.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On 31-mar-2022 the lens was explanted due to uncomfortable, feel with foreign substance. This resolved the problem.